Event description:
Device has been explanted.

Event description:
Patient reported "moderate" breast pain and "deflation". Healthcare professional later reported "exchange with no complaints against the device". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed more than three openings assessed as surgical damage. Pain: unable to observe as it is not related to the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deflation.

Event description:
Patient reported, right side "moderate breast pain" and "deflation". Patient later reported, "right breast seems smaller than the left breast". Device remains implanted.